Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with an elevated blood glucose (bg) of 525 mg/dl due to incorrect time being set. Customer was treated intravenously with fluids of saline and insulin. During troubleshooting with tandem technical support, the customer corrected the time. Customer declined follow up so release date is unknown.